Event description:
The patient reportedly experienced change in impedances and sound quality issues. Programming adjustments were made, however, this did not resolve the issue. The patient was prescribed with oral steroids (type unknown) which resolved impedance and sound quality issues.